Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that about a month ago he was unable to rewind his insulin pump and had high blood glucose and ketoacidosis. Customer stated that the paramedics were called and he was taken to the hospital. The blood glucose reading was over 1000 mg/dl when the paramedics arrived. Customer stated that he had a stroke four years ago and has an issue with his memory. Nothing further was reported.